Manufacturer narrative:
This is a (B)(6) of emdr #1218950-2016-06715.

Event description:
The customer reported the device failed the defibrillation test. There was no reported patient involvement.

Manufacturer narrative:
The original report was submitted in error as a duplicate complaint of emdr#1218950-2016-06715. This follow-up is a correction to that report as this was a reportable event.